Manufacturer narrative:
All available information was investigated and the reported issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis a conclusive cause for the reported clip opening while establishing final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery s stem (cds) was prepped successfully per the instruction for use (IFU) and passed establishing final arm angle test. The cds was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. A new cds was used to complete the procedure. One clip was implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.